Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they flushed the insulin pump down the toilet leading to customer having a low blood glucose of 50 mg/dl. Mode of treatment for low blood glucose is unknown. It was unknown if automode feature was in use at the time of low blood glucose event. Insulin pump will not be returned for analysis. Frn-332a-rsvr, unomed inf set.